Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The husband of the patient reported that the 2nd implantable neurostimulator (ins) that the patient had implanted in "(B)(6) of 2012" failed and had to be replaced on (B)(6) 2016. It was stated that it never worked correctly and the healthcare provider (hcp) could never adjust it properly. Inquiries on the manufactured and expiration date were made and given. It was further noted that the first ins the patient had implanted in 2009 is working perfectly. Indication for implant is unknown.

Event description:
Additional information received from the husband of the patient verified that some of the dbs devices were removed and replaced because they were not working or were broken. Which devices were not specified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.